Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed.

Event description:
The dealer stated the unit alarms are not functioning.

Manufacturer narrative:
The device was evaluated by the returns department which found that the horn is defective and the power switch is broken.

Event description:
The dealer stated the unit alarms are not functioning.